Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device case noted what appeared to be an arc mark. The device case was removed and evidence of arcing damage to the internal circuitry was visualized. The battery voltage was found to be lower than expected at 0.348 volts. Analysis concluded that the damage of the internal circuitry of the generator was consistent with a shorted shock lead. (Analysis of the lead was provided in MFR report # 3009448963-2015-00370.)

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that surgical intervention was performed. When the physician opened the device pocket and applied a magnet, it was confirmed there were no tones and no telemetry. Magnets were placed over the device and the device was laid on the table. A new generator was then connected to the electrode, and the impedance value was out of range. The field representative noted the coil from the electrode was all the way back into the pocket. Pre-procedure x-rays did show the electrode coiled around the can. Both the device and electrode were explanted and replaced. The information was reported to boston scientific technical services (ts) and potential reasons for the device observation were discussed. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this device was unable to be interrogated and no tones were able to be heard from the device when magnets were applied; a message on the programmer noted that no device was found and to reposition wand. Boston scientific technical services (ts) discussed troubleshooting options, but despite repeated efforts an interrogation was not able to be completed and replacement was recommended. Additional information was received that the following day the patient was fitted with an external defibrillation vest, and the plan is that the patient will wear this until the next generation of subcutaneous implantable cardioverter defibrillator (s-ICD) is available. The device remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.